Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged electrode belt) has been confirmed. Upon evaluation of the electrode belt, the tabs on the trunk cable connector were damaged, creating an insecure connection with the monitor. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had a damaged cable.